Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period.

Event description:
Customer reported a ruptured cryocyte bag. The customer reported when pulling the bag out for thawing, the donor line detached from the bag. It appears to be break. 50ml of allogenic apheresis product, plasma reduced were stored in the bag. The duration of storage was less than one month. The customer removed the contents of the bag with a syringe and the patient received the entire product. Patient engrafted as expected. Customer described the protocol used for sealing the donor tubing as follows; "two seals, at least 3/4" apart, the first seal is below the level of the yellow ports and the second seal is above it." Freezing technology used is a controlled rate freezer, final storage in vapour phase. Customer reported bags are frozen and cooled in metal cassettes, and overwrap is not used. The sample is available for evaluation by baxter.